Event description:
Country of complaint: (B)(6). According to the customer complaint: "after finish surgery, the patient had a massive bleeding, with severe hypotension. The patient came to the operating room again and was observed that premilene was ruptured and also all the back sutured of aortic. The patient was repaired under circulatory arrest, with the same wire, and it ruptured repeatedly."

Manufacturer narrative:
Manufacturing site evaluation: samples received: 2 unopened race-packs. There are no previous complaints of this code/batch of which were manufactured (B)(4) units that were all distributed to (B)(6). There are no units in stock at OEM. Reviewed the batch manufacturing record, this product had a normal process. Diameter results conducted on the samples received is 0,068 mm in average and fulfils OEM requirements. Knot pull tensile strength results conducted on the samples received are 0,21 kgf in average and 0,20 kgf in minimum and fulfil OEM requirements. Linear pull tensile strength result conducted on the samples received are 0,40 kgf in average and 0,37 kgf in minimum and these are correct and usual values for this thread and size. Thread surface on both closed samples received is correct and usual. Remarks: when working with premilene suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: n/a.